Manufacturer narrative:
The device was returned and evaluated. The evaluation result is as follows: the complaint about the needle button released is confirmed. The device was returned with the needle release button in the unlock position, this state can affect the needle button mechanism. The needle mechanism was tested and passed with no issue observed.

Event description:
The patient reported whether the v-go is worn on the arm or abdomen the patient said that the needle will pop out after six to seven hours. The patient stated it happens even if she moves slightly. The patient does follow proper fill, wear, and go procedure when using v-go.